Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed an hardware error on (B)(6) 2014. The patient's husband did not report any injury or medical intervention.